Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(6). Registration no.: (B)(4). Summary of investigational findings: concerning coil could not detach and some of the thread from the tds broke off and stayed on the coil. Inability to release the second coil is confirmed. The initial unthreading, the tethered way the adjacent coils rotated on subsequent release attempts, and the ability to fracture the delivery wire without pulling the entire coil back into the deployment catheter suggest that adjacent coil fibers wound into the delivery catheter and coil junction. This would have prevented release, tethered the adjacent coils to the release mechanism, and prevented coil retraction into the delivery catheter. The second coil was likely placed because of stability concerns about the first coil. During the first release attempt of second coil, the wire marker moved away from the coil as if it were unthreading however it did not release. The release mechanism was against the loops of the first coil, close enough to be entangled in their fibers. During subsequent attempts the adjacent coils rotated as if they were tethered to the coil delivery wire junction. Finally, the proximal thread was just forcibly broken against the guide catheter between the thread solder and the delivery wire welding . A short segment of the proximal thread, the solder segment and the distal thread segment remained attached to the coil. The broken thread (the extra length) did not project beyond the main coil pack within the aortic infundibulum. It will be incorporated along with the coils. The end of the first coil was displaced further into the infundibulum than the pack. Although some embolic potential cannot be excluded, the end should be incorporated particularly since it projects towards the infundibulum's lateral wall. No residual flow through the pda was observed on completion angiography. No evidence was found suggesting that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under PMA/510(k) k063619. Investigation is still in progress.

Event description:
Description of event according to initial reporter: approach was gained from the left groin. Two coils (1st: tds-110-pdai/ e3751142 + mwce-5-pda5/ e3704713 (non-complaint devices) & 2nd: tds-110-pda/ e3760526 + imwce-5-pda5/ e3704713 (complaint devices)) were used. Additional information received 18oct2018: right approach was gained for the first coil + tds and left approach was gained for the second coil + tds. The second coil could not be connected to the second tds- properly at the first attempt of connection, but these could be connected after retry. These two coils were advanced to the ductus arteriosis and placed parallelly before detachment. After placing/detaching the first coil (right approach) and placed in the ductus arteriosis, the physician attempted to detach the second coil (left approach). However, a part of the coil did not detach from the tds- delivery system, then the tds- broke at the point which was more proximal than the threads of tds, and the separated segment including the treads which were engaged with the undetached coil remained in the artery side of the ductus arteriosis. (Torque was applied during the attempt of second coil placement, but it was not transmitted to the coil properly and a catheter from another manufacturer was used with the coil and tds was moving by stress.) The procedure was finished with no further treatment. Patient outcome: there have been no adverse effects as of 17oct2018.